Event description:
A customer alleged that his blood glucose readings had been higher than usual, using his new contour meters. On one occasion, the customer received a high reading, took insulin based on the reading, and slipped into a coma. He was taken to the hospital where he received treatment. No other information was provided about the event. The customer's test strips and meters are to be returned for evaluation. Replacement products were sent to the customer.